Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-06916 & 1627487-2019-06919. It was reported the patient underwent scs system explanted due to ineffective stimulation (exact explant date is unknown).